Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  improper component placements.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. When the trunk ipsilateral leg endoprosthesis was implanted, the physician attempted to deploy the ipsilateral leg while pushing it up because the left common iliac artery was short (about 2cm). However the ipsilateral leg was not pushed up enough, resulting in the left internal iliac artery being unintentionally obstructed by the ipsilateral leg. A gore® molding & occlusion balloon catheter was used to push up the ipsilateral leg but it was not successful. It was confirmed that collateral arterial circulation from the right internal iliac artery provides blood flow to the left internal iliac artery. The procedure was concluded. The patient tolerated the procedure.